Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the pocket was too large, giving the system room to continuously flip and stretch the lead until it broke. The impedances were greater than 4,000 ohms on every connection. It was unknown when the lead broke. The lead and implantable neurostimulator (ins) were replaced. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.